Event description:
The affiliate reported that the device was implanted via v-p shunt. After implantation, the patient¿s condition worsened and it was determined that the valve was broken. As a result, the device was revised with a competitor product.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a small tear/cut in the needle chamber was noted. This could be due to needle punctures or a sharp object coming into contact with the silicone housing during implant or explant but this could not be confirmed. As noted in the IFU silicone has a low tear and cut resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.